Event description:
The patient was originally implanted with unknown plates and screws in both her wrists for fractures. It was reported that the patient complained of pain and went to see her surgeon on (B)(6) 2010 and it was reported that the surgeon discovered via x-rays that a left wrist screw backed out. The patient then underwent a revision surgery on (B)(6) 2010 and the surgeon replaced the end screws. Patient further reported she is currently disabled, has carpel tunnel syndrome and continues to experience chronic pain. Patient also reported that she cannot hold items properly or perform tasks certain tasks, such as, typing. Patient stated that she is currently not undergoing any additional treatment for her condition. This report is for one unknown screw. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis report is for one unknown screw. Patient reported the screw lot number was 093818 and the serial number as 287576 or 269052. These numbers could not be confirmed as valid synthes lot or serial numbers. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a valid lot number.